Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced intermittent electrical impulse that were stronger than normal. This had occurred since the night before last ((B)(6) 2018). They stated that is was nothing severe, just a change that catches their attention and that it only lasted a couple of seconds and they it was gone. The patient looked through the book to see what it could be and they noted that she "doesn't move very quickly¿. They had not changed programs since implant of the device and that they know if it gets bad they will turn if off. The patient was set at 0.8 volts. The patient stated that they were quite pleased with the implant and just wanted to make sure nothing gets out of hand. They had spoke with their nurse who recommended calling the manufacturer. The patient was redirected back to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.